Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to charging difficulties and the patient wanted a therapy upgrade for magnetic resonance imaging (MRI) compatibility. The patient is recovering as expected. Device will not return due to facility policy and electrocautery was used.